Event description:
It was reported by the rep that the surgeon was using the one pro46 in a laparoscopic "rso" procedure. It was reported that the surgeon was using the device to remove the right ovary. Upon removing the specimen through the trocar hole incision, the bag gave way and broke. They removed the specimen without the bag to finish the case. There was no pt consequence.